Event description:
Resident was noted to be slumped to the left in her wheelchair. The two cna's placed the red sling under the resident such that the straps crossed under the legs. They then hooked the straps to the lift's hanger bars. This lift is equiped with the safety clips on the hanger bars. As the lift was engaged to lift the resident, she again leaned to the left side. One cna held the resident from behind to keep her straight. When the lift was at a height to clear the wheelchair, it was taken out from behind her. The strap on the right shoulder area came off the hanger bar causing the resident to fall out of the sling backwards and to the right. She sustained a concussion and contusion to right shoulder. Diagnosis multifactoral encephalopathy.